Manufacturer narrative:
He returned device was evaluated and the inspection of the device found the exposed portion of the soft cannula to be flattened. The length of the soft cannula was observed to be out of specification . Fluid path test was conducted by manually rotating the ratchet gear. Fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be flattened. The download data does not contain any alarm, timeouts or drive stalls. No signs of leakage were found along the fluid path during the leak test. It could not be conclusively determined when this damage occurred.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 36 and 48 hours. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.